Event description:
It was reported that the right ventricular (rv) lead exhibited a drop in r waves since implant. An attempt to switch the lead to unipolar sensing was attempted but the configuration exhibited noise and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.